Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/02/2024, it was reported by a sales representative via email that an ar-1588btb-2j tightrope ii btb was built on the wrong side of the button. This was noticed during the tensioning of the sutures. When the knee was shuttled, the sutures bunches up and does not pass through the button. This was discovered during a procedure on (B)(6) 2024. Additional information received on 5/9/2024: this was discovered during an aclr and was completed using a new ar-1588btb-2j tightrope ii btb. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the visual evaluation from the photos provided by the customer on the tightrope ii btb, it cannot be confirmed if it was built on the wrong side and with the information provided which included the device not being returned, and event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.